Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass retrieval basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with cholangioscopy and stone removal performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the spyglass retrieval basket was passed into the pancreatic duct to remove stone fragments. Stones were removed on the first pass. During the second pass, stones were collected in the basket. During removal of the basket, the basket became impacted in the papillary orifice. Upon removal of the spyscope and duodenal scope from the patient, the internal wire of the catheter broke completely and detached and separated approximately 10 cm proximal to the basket, leaving the basket in the papillary orifice. The catheter and scope were removed from the patient. The physician completed the procedure by using ehl and laser lithotripsy to break up the impacted stones in the basket and removed the basket using a rat-tooth forceps. Everything was successfully removed from the patient. A pancreatic duct stent was placed and the patient is currently in recovery post procedure. There were no patient complications reported as a result of this event.